Manufacturer narrative:
No further follow-up is planned. Evaluation summary : a female patient reported that her humapen luxura was jammed, and she was unsure whether she was getting the insulin. She was having to use more force to press the injection button down. She reported she "cannot see the numbers (in the dose window) properly" and has "to go by the clicks." She experienced diabetic ketoacidosis. The device was not returned to the manufacturer for investigation (batch 0711b02, manufactured november 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to pen jam, injection force high, or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Regarding dialing the dose by counting clicks, the core instructions for use state "do not dial your dose by counting clicks because you may dial the wrong dose." The patient reported using the pen for approximately 26 years. Based on the manufacture date (november 2007), the device likely was used approximately 14 years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. There is evidence of improper use. The patient used the pen beyond its approved use life and reported dosing the device by counting the clicks. These misuses may be relevant to the complaint and the event of diabetic ketoacidosis.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc) concerned a (B)(6) old female patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine (lantus solostar) for unknown indication. The patient received insulin lispro (rdna origin) injection (humalog) from a cartridge via a reusable pen (humapen luxura burgundy), of unknow dose and frequency, via unknown route, for diabetes mellitus, beginning on an unknown date. She used humapen luxura burgundy since approximately 26 years. She often used to measure her blood glucose level (bgl). There was once her doctor advised her not to measure her bgl as often but when she did that, she had diabetic ketoacidosis (dka) and was hospitalized. That happened over eight months ago (as of (B)(6) 2022). Approximately on (B)(6), humapen luxura burgundy jammed, and she was unsure whether she was getting the insulin ((B)(4) and lot no 0711b02). She used a fresh needle each time and prime before each dose. There was nothing obstructing the dose knob, but it felt like it was jammed inside. It was not harder to turn the dial, but she was having to use more force to press the injection button down. As she was having to press the injection button in harder, she was bruising. When she pressed the injection button down, it was not a stream but drops that came out. It also gets jammed in the process of the injection button going down. She carried the humapen luxura burgundy with the insulin around in a case in her bag and so the insulin she used was at room temperature. Her pharmacy has given her 10 packs of syringes to use (with the cartridge) in the meantime which she tried to use but she found it difficult to draw up the dose from the cartridge with them. On an unknown date, she was sick with the covid-19 virus and had to go into hospital. It was reported on 09-feb-2022, she had no symptoms of covid-19 and she was not vaccinated because she decided not to. On (B)(6) 2022, it was confirmed, the reason she went to the hospital was to get an immune booster (she stayed in the hospital for 1h and a half) due to her conditions, she had diabetes (preexisting condition (indication) which did not worsen), renal failure, pancreas failure and had symptoms of nausea pretty much every single day beginning since unknown date. The event of renal failure and pancreatic failure was considered as serious by the company due to its medical significance. Her bgl had been floating around the 20s and she woke up on (B)(6) 2022 morning with her bgl at 15 and she consult the doctor. It was thought that the high bgl was because she was sick with the covid-19 virus. She had been measuring her bgl 10 to 11 times a day. It was informed that the doctor would not write her a prescription for the libre sensor with the alarm. The outcome of events and corrective treatment details were not provided. Status of insulin lispro therapy was unknown. The operator of humapen luxura burgundy was the patient, and her training status was unknown. The humapen luxura burgundy model duration of use and the suspect humapen luxura burgundy duration of use was approximately 26 years. The action taken with humapen luxura burgundy was unknown and device was not returned. The reporting consumers did not report the relatedness of events with insulin lispro therapy. The reporting consumers associated the event of missed dose with humapen luxura burgundy issue and did not report the relatedness of remaining events with humapen luxura burgundy. Update 14-feb-2022: additional information was received from initial reporting consumer on 09-feb-2022. Added: one serious event pancreatic failure and one non serious event nausea. Updated: downgraded serious event covid-19 to non serious and narrative with new information. Upon review added age of patient. Edit 23feb2022: updated medwatch fields for expedited device reporting. No new information added. Update 24feb2022: additional information received on 23feb2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura burgundy device associated with pc (B)(4), lot 0711b02. Updated the medwatch fields/ european and (B)(6) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.